Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate therapy. As a result, on (B)(6) 2019, the patient underwent a surgical revision where the implanted devices were readjusted, and no existing devices were explanted. Therapy was restored post-op.